Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ecgs) was confirmed. Upon investigation, the electrode belt ECG "c&d" cable was cut, damaging the brown (lead 1-) wire in the cable. The root cause for cut cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had non-functional ecgs.